Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 341 twice on the same patient (male, (B)(6)) in the med surg unit during an infusion of normal saline (programmed amount and delivery rate unknown). The first time it alarmed ec 341, the delay in infusion was 1 minute or less. The nurse reprogrammed the pump to continue the infusion and about 5 minutes later, it alarmed again for ec 341. At this time the pump was swapped for another one to continue the infusion. The delay in infusion the 2nd time around was 30 seconds or so. Customer reiterated there was no patient reaction of any kind during either event.